Event description:
It was reported to boston scientific corp. That a pt received radio frequency ablation therapy of the liver using a leveen needle electrode. Upon completion of the case, it was observed by the physician that the times were slightly deployed. It was reported that no pt injury or complication occurred as a result of this event. Numerous attempts have been made to obtain detailed information, however as of today no reply is available. Upon receipt of information, a supplemental will be filed.

Manufacturer narrative:
The product was not returned for analysis, however the most probable root cause may be that the flare on the proximal end of the electrode cannula was moved proximally due to excessive force applied to the device during use. It is also possible that the residue on the array tines could have caused the retraction to be difficult. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found similar complaints against lot number 9690998. The august 15 - month rf probes complaint trend report, inclusive of all failure modes, were reviewed; no unfavorable trend was noted.